Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). The reported fubuki guide catheter was returned for evaluation. Traces of ductile tearing by tensile stress were observed on the distal segment of the returned fubuki guide catheter. The catheter shaft was found crushed and helically curved for approximately 300mm from the distal end, indicating that the shaft was rubbed. X-ray observation of the distal segment found that the braids were deformed and the tip polymer was torn off and the radiopaque marker was detached. The above findings on the returned microcatheter indicated that approximately 1mm of the tip with the marker was detached. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the fubuki guide catheter might have been removed while the distal shaft as well as the radiopaque marker were trapped in the patient anatomy. Consequently, the shaft was rubbed and therefore flattened. The distal tip was stretched to tear off and the radiopaque marker was pushed out and detached, which remained in the peripheral area. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] operate this guide catheter carefully, and if any resistance is felt, stop the manipulation and identify the cause of the resistance under x-ray fluoroscopy. Note that when using this guide catheter in combination with other devices, especially when the clearance between the lumen of this guide catheter and the combined device is small, the combined device may be stuck in this guide catheter. (Otherwise, this guide catheter may be damaged, causing the blood vessel to be damaged.) [Malfunction and adverse effects] separation.

Event description:
It was reported that coil embolization was performed for an internal carotid-posterior communicating artery aneurysm. Resistance was met during removal of an asahi fubuki guide catheter at basilar artery. Angiography revealed that the catheter tip was missing. When the fubuki guide catheter was removed, the catheter tip was found torn off. The detached catheter fragment had fallen in the patient anatomy and remained in the peripheral area. The physician determined that it was difficult to remove the fragment and decided to leave the fragment in situ. The patient was reportedly fine without any issues after the procedure.